Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings:. Black box shows evidence of short battery life, battery alarms and voltage drops. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment 3. Current draws within specifications. No battery life issue duplicated during investigation.. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release